Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 407645 implantable pacing lead, implanted: (B)(6) 2013; 419478 implantable pacing lead, implanted: (B)(6) 2013; d224trk implantable cardioverter defibrillator, implanted: (B)(6) 2013.

Event description:
It was reported that one week following implant there was right ventricular loss of capture. No inappropriate therapy was delivered. The patient complained of slight discomfort. Echocardiogram revealed a small perforation into the pericardium with no intervention required to resolve the effusion. The lead was revised without difficulty. Subsequently, an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.